Manufacturer narrative:
(B)(4). Corrected information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event- it was reported that this is not an ethicon product therefore, this medwatch report is being voided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow up device return? Product code? Lot #?

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy on (B)(6)2019 and suture was used. The suture broke during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.